Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to b5, e1, e2, e3, g2, g3 (should have been july 23, 2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of colors are too dark like it's off, was not confirmed. However, the lamp was a non-olympus lamp which is not recommended. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colors are too dark on the light source, like it's turned off.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that a non-olympus lamp was installed in the xenon light source. There were no reports of patient involvement.